Event description:
The customer reported that the n65 monitor display was missing segments. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
(B)(4). Covidien service center confirmed missing segments due to the universal interface (ui) printed circuit board (pcb).